Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was capped and a new lead was implanted. It was further reported that the implantable pulse generator (ipg) was replaced due to the battery longevity being less than expected. The ipg was removed and a new ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: sedr01, ipg, implanted: (B)(6) 2011. (B)(4).